Event description:
While trying to pass 300cm bmw guidewire into the artery; a trailblazer, vascular support system was used to help pass the wire further. While using this technique the bmw broke and part of the wire stayed in the right subclavian. (Share was used to tap the wire and was removed). FDA safety report ID # (B)(4). FDA received date: 02-aug-2019.